Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported by the caller that the ngen displayed a "catheter error 283". The clinical account specialist reseated the catheter interface cable without resolution. The clinical account specialist exchanged the catheter cable. The caller noted that now the heat map dashboard was being displayed as a black and white static icon. The caller noted that the issue remained unresolved. The case continued without the use of the heat map dashboard. The caller is requesting a field service engineer follow up with the unresolved issue. Carto 3 system software version 8.1.0.325. Ngen and boston scientific pfa ablation systems in use. During the same procedure, it was reported that an adverse event occurred. The caller stated that after the procedure, the patient would not wake up from anesthesia. The caller stated that it was 50 minutes post procedure and the patient was still not responding. The physician called a stroke alert and the stroke team arrived for a neurological consult. The caller is unaware of any additional medical interventions. The caller is unaware of the patients status. The caller noted the following bwi catheters were used during the procedure: bwi octaray catheter, bwi soundstar catheter, bwi deca nav catheter, bwi qdot catheter. The caller noted that all catheters were discarded and not available for return. The caller was unable to provide catalog or lot numbers for the catheters.

Manufacturer narrative:
On (B)(6)2025, it was noticed the incorrect event description was reported in field b5 of the 3500a initial medwatch report. As such, the correct event description has now been added to that field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cerebrovascular accident. First, it was reported that the ngen displayed "catheter error 283". The catheter interface cable was reseated without resolution. The catheter cable was changed but then the heart map dashboard was being displayed as black and white static icon. The issue remained unresolved. The case continued without the use of the heat map dashboard. The customer's reported visualization and catheter errors are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. During the same procedure, it was reported that an adverse event occurred. After the procedure the patient would not wake up from anesthesia. It was 50 minutes post procedure and the patient was still not responding. A stroke alert was called and the stroke team arrived for a neurological consult. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.